Manufacturer narrative:
Pump received with loose/protruded drive support disk, missing drive support sticker, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. No motor error alarm noted. Pump passed displacement test. Unable to perform occlusion test,, prime test and excessive no delivery test due to the compromised force sensor system alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and a motor error. The customer¿s blood glucose level was 127 mg/dl at the time of the incident. The customer stated that the drive support cap was loose and sticking out. The customer was advised that the insulin pump is being replaced and expected to return for analysis.